Event description:
Zimmer biomet rotating knee failure. I am experiencing aseptic loosening in my left knee after this device was implanted in (B)(6) 2020. The same device was implanted in my right knee and it needed a revision 2 years later due to aseptic loosening. These devices did not properly bond to my femur in either case. History: (B)(6) 2020: right knee revision using this device after prior revision failed due to osteolysis. (B)(6) 2020: left knee revision using this device after prior revision failed due to osteolysis. (B)(6) 2020: left knee had to be reworked due to patella subluxation. (B)(6) 2022: bone scan shows stress fractures and loosening of the implant in the right knee. (B)(6) 2023: right knee revision using this device again but with trabecular metal cones. (B)(6) 2025: new doctor visit (old one left the practice). X-ray showed a crack in the cement mantle on the right femur. Left knee showed radiolucent line around the femoral component. The doctor suggested that serial x-rays are need to monitor potential loosening. I endure extreme pain when standing from a sitting position. Walking is fairly manageable on flat ground only. Hills and stairs are difficult and painful.